Event description:
The reprocessed tourniquet failed after being inflated at the beginning of the procedure. The tourniquet machine continuously cycled as it was trying to inflate the tourniquet. The tourniquet was removed, prior to the incision and replaced.